Manufacturer narrative:
(B)(4).

Event description:
It was reported that the leadless implantable pulse generator (ipg) was successfully implanted per the instructed process, and attached to the endocardium. The physician cut the delivery system tether but during the pulling of the tether felt relative high resistance. The physician changed approached, and pulled the alternative tip of the tether, resistance was greater, and the tether started sliding. A few moments later, it was observed that the leadless ipg had detached from the heart and was trapped in a branch of right lung artery. The delivery system was removed. The physician drove a stiff wire close to the leadless ipg, and via snare,trapped the leadless ipg, and pulled the device out. A different leadless ipg was implanted using the alternate groin side without any issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product ID: mc1vr01. Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Fdc: 71 fdr: 213 fdm: 10,23,26,38 product ID: mc1vr01-delsys product event summary: the delivery system was returned and analyzed, flat wires were protruding from the shaft. The delivery system shaft was mechanically kinked/buckled. Blood was observed on the sheath. The analyst noted that flat wires were protruding from the shaft at 3.7 centimeters (from the distal end). Fdc: 77 fdr:114 fdm: 10,23,38. If information is provided in the future, a supplemental report will be issued.